Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.2.1, operating system: 26.2, hardware: iphone14.3. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by hospital staff that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 892 mg/dl while wearing the pod for an unspecified duration of use. Symptoms reported include nausea and vomiting. The patient then removed the pod and self-administered an injection of 10 units of insulin, prior to being admitted to the hospital. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis. Treatment received included insulin drip for less than 24 hours and then subcutaneous insulin until the patient¿s blood glucose level was below 250 mg/dl. The patient has not yet been discharged from the hospital, as the hospital staff was waiting to receive a replacement pod prior to discharge. No further information is available at this time. If further information becomes available, a supplemental report will be submitted.